Manufacturer narrative:
(B)(4). Date sent: 1/12/2018. Batch number: p57c0p. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during semi-open sigmoidectomy, it was found that the staples of the left lines toward the distal end were not deployed after the 3rd firing of feea. The device was used on dc. The target site was recut and re-anastomosed with cdh to complete the case. The device was checked afterwards. Then, it was found that the sled reached the distal end of the cartridge, though, moved to one line right of the intended line toward the end. There were no adverse consequences to the patient.